Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Event description:
Reportedly, the leading haptics tore off of an iol upon insertion into the patient's right eye. The incision was enlarged from 2.4 mm to 4.8 mm to remove the damaged lens. A lens of a different model was implanted. Sutures were required. The patient's outcome is reportedly good.